Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that crossing difficulties were encountered. The patient underwent percutaneous transluminal coronary angioplasty. The 70% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. Following pre-dilatation, a 2.25 x 24 synergy drug-eluting stent was advanced for treatment failed to cross the lesion. The device was removed intact, and the procedure was completed with another 2.25 x 24 synergy drug-eluting stent there were no patient complications reported. However, returned device analysis revealed a break at the port exchange with no distal shaft returned.

Manufacturer narrative:
Device evaluated by manufacturer: synergy ous mr 2.25 x 24mm stent delivery system was returned for analysis. The distal shaft was not returned. A visual and tactile examination of the hypotube shaft found no issues. A visual examination found a break at the port exchange with no distal shaft returned. No other issues were identified during analysis.